Event description:
During an elective device replacement procedure, the lead could not be removed from the device header. The physician attempted to disconnect the lead, but damaged the lead and the device header in the process. Finally, the device and the competitor lead were explanted, but not replaced due to patient anatomy. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported field event of an insertion/withdrawal anomaly could not be confirmed. The device was received with damage to the v (is-1) chamber, and further analysis could not be performed. The rv and svc (df-1) chambers were found to be normal. Lead bore gauge measurements were made, and no anomalies were found. Test leads were able to be fully inserted, secured, and removed from the device header (df-1).